Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, left ventricular (lv) lead dislodgement was noted. Diagnostic imaging was performed and conformed lv lead dislodgement. The lv lead has been reprogrammed and a lead revision is anticipated. The patient was in stable condition.

Event description:
During follow-up, left ventricular (lv) lead dislodgement was noted. Diagnostic imaging was performed and conformed lv lead dislodgement. The lv lead has been reprogrammed and the lead was explanted and replaced. The patient was in stable condition.